Manufacturer narrative:
Due to characetr limit in the e1 section event site name, the full event site name is (B)(6) hospital due to character limit in the e1 section event address, the full event site address is (B)(6). A getinge field service engineer (fse) checked the equipment and detected equipment failure cause, quotation processed after communication, the user decided not to repair it for the time being and temporarily closed the order. In case if we received some information in future related to repair of device will reopen and update it.

Event description:
It was reported that the cs100 intra aortic balloon pump had displayed alarm negative pressure was too low during use and other equipment was replaced in time to continue the therapy, and no personal injury was caused.